Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient experiencing elevated blood glucose of 300-400 mg/dl from 2009. Her blood glucose did not decrease after bolusing through the infusion device and she injected insulin via syringe. She switched to her backup infusion device and her blood glucose returned to normal (120-200 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned or evaluation.